Event description:
On (B)(6)2019 a patient was injured during a videolaparoscopy gastroplasty surgery in an unknown hospital in brazil. A monitoring dispersive electrode (model ro21) and an unknown generator were used. It was reported that the patient "arm was completely shaved and the neutral [electrode] well adhered to the skin." "The anaesthetist noticed some redness in the side and thought that was some allergic reaction but the redness got worst." We are requesting further information on the patient, the skin preparation, the generator and its output, and how the injury has been treated.

Manufacturer narrative:
Retained samples of the concerned lot number were inspected visually, electrically and mechanically. All electrodes were within limits, no failure could be detected. A photo provided with the complaint shows a reddish skin reaction, which appears to form a ring in the shape of the adhesive foam of the electrode. The initial report states that the injury had to be treated "by burn lesion". Despite of several requests for further information we were not able to obtain any. We have been informed by the customer that: "we've being asking several times but without an answer (...)". Based on the information made available, no conclusion can be drawn what might have caused the patient injury. We therefore close the investigation and the report.

Manufacturer narrative:
Retained samples of the concerned lot number were inspected visually, electrically and mechanically. All electrodes were within limits, no failure could be detected. A photo provided with the complaint shows a reddish skin reaction, which appears to form a ring in the shape of the adhesive foam of the electrode. The initial report states that the injury had to be treated "by burn lesion". Based on the information provided so far no conclusion can be drawn regarding the root cause of the injury. We are requesting further information on the patient, the skin preparation, the generator and its power setting and how the injury has been treated. We will provide a follow-up report.

Event description:
On (B)(6) 2019 a patient was injured during an videolaparoscopy gastroplasty surgery in an unknown hospital in (B)(6). A monitoring dispersive electrode (model ro21) and an unknown generator were used. It was reported that the patient "arm was completely shaved and the neutral [electrode] well adhered to the skin." "The anesthetist noticed some redness in the side and thought that was some allergic reaction but the redness got worst." We are requesting further information on the patient, the skin preparation, the generator and its output, and how the injury has been treated.